Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting in the morning is 108 mg/dl and two hours after meals is 152 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call declined. Verified storage of test strips is within specification since they are kept inside closed original vial in bedroom. Test strip lot manufacturer's expiration date is 04/30/2015 and open vial date is 2 to 3 days ago. Recall test results performed (fasting/two hours after meals) from meter memory: (B)(6); 10:00am - 146mg/dl.; (B)(6): 10:30pm - 319mg/dl.; (B)(6): 10:00am - 178mg/dl.; (B)(6): 10:30pm - 389mg/dl.; (B)(6): 10:00am - 152mg/dl.; (B)(6): 10:30pm - 510mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had an inaccurate reference.